Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint and product. A review was conducted on all applicable material records, mfg records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The screw was returned for test and eval. The first observation is that the screw appears to be broken just below the spherical head. Also, the screw appears to have been damaged upon removal. There are many pt factors that can contribute to a screw breakage during this time and the package insert warns that "the pt's weight and activity have an effect on the stresses of the implant" and "pt's anatomy should be considered when selecting screw diameter and length." Additionally, published studies indicate that screws utilized in this anatomical area have failure rates as high as 12.4 %, "the use of pedicle-screw internal fixation for the operative treatment of spinal disorders," robert w. Gaines jr, jbjs am. 2000: 82:1458; "complications of pedicle screws in lumbar and lumbosacral fusions in 105 consecutive primary operations," p.c. Jutte, r.m. Castelein, eur spine j, 2002011: 594-598. Based on a record review, testing, observation, and all available info, it is determined the revere pedicle screw design conforms to all applicable standards and there was no deviation in the MFR process. There is no indication that the breakage was a result of product defect, malfunction, or poses any injury with use. All records purport the screw was of the highest quality and safety.

Event description:
Globus medical received notification from a distributor, via a company processing/eval form, that a globus manufactured screw had broken after implantation. The only info reported is that the screw snapped at the "neck" of the screw implant post-operatively. The implant was removed in 2008. Globus medical was notified of the complaint and received the broken screw on 5/19/2008.